Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied several photos showing the catheter body separation. The catheter body showed evidence of use in the form of biological material. The separated portion of the catheter was not included in the photos. A probable cause of the catheter body separation cannot be determined from the photos and without a sample to evaluate. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The instruction for use (IFU) provided with the kit cautions that "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The report that the catheter body was separated was confirmed through examination of the customer supplied photos. The images show a separation in the catheter body; however, the actual complaint sample was not returned for evaluation. The device history record review was performed with no evidence to suggest a manufacturing issue. The probable cause of the catheter damage could not be determined based upon the information provided and without the actual sample to evaluate. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
When deploying the guidewire, the user met resistance and retracted the wire into the device. Clinically the user pulled back the entire device to reposition the catheter for re-attempt. On pulling back at the 3.5cm point the user noted that she could see the needle and not the catheter intact. The user immediately removed the system and the catheter had sheared off and was retained in the patient. The patient is undergoing a procedure in the or to remove the catheter 2.5cm piece in his rua. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
When deploying the guidewire, the user met resistance and retracted the wire into the device. Clinically the user pulled back the entire device to reposition the catheter for re-attempt. On pulling back at the 3.5cm point the user noted that she could see the needle and not the catheter intact. The user immediately removed the system and the catheter had sheared off and was retained in the patient. The patient is undergoing a procedure in the or to remove the catheter 2.5cm piece in his rua. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was reported to be delayed/interrupted.